Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During a follow up, loss of capture and phrenic nerve stimulation were noted on the atrial lead. Lead dislodgement was suspected, but imaging was not performed. The device was reprogrammed to resolve the issue and the patient condition was good.